Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and decreased sensing. There was no inhibition of pacing noted. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable before, during, and after the procedure.